Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead would not be available for return.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole reported. It was suspected that there was an incomplete connection with the device. The lead was explanted and replaced. No additional adverse patient effects were reported. Correction: it was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole reported. A partial lead fracture was suspected. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole reported. It was suspected that there was an incomplete connection with the device. The lead was explanted and replaced. No additional adverse patient effects were reported.